Event description:
Reference number (B)(6). Event occured in united states. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was at quick release. The infusion set was in use for three days. No further information is available.